Manufacturer narrative:
The customer contacted a siemens customer care center and reported that elevated blood urea nitrogen (bun) and creatinine (cre2) results were obtained on one patient sample on a dimension vista 500 instrument. After further investigation by the customer, they discovered that the elevated results were obtained on a mislabeled sample tube. The sample tube contained another patient's sample. The cause of the sample mix-up is unknown and there is no indication of an instrument malfunction. No further evaluation of the device is required. The system is performing within manufacturing specifications.

Event description:
Elevated blood urea nitrogen (bun) and creatinine (cre2) results were obtained on one patient sample on a dimension vista 500 instrument. The elevated results were reported to the physician(s) and questioned. The patient was redrawn and the new sample was repeated on the same dimension vista instrument, resulting lower and as expected. The initial sample was repeated on same dimension vista instrument, resulting lower. The customer indicated that the initial sample tube contained another patient's sample and was mislabeled with the intended patient's identification. There are no known reports of patient intervention or adverse health consequences due to the event.